Event description:
It was reported that, after a tka surgery had been performed on an unknown date, patient was experiencing pain and mobility problems. A revision surgery was performed on (B)(6) 2023 to address this adverse event. During surgery it was noticed that the 32mm genesis ll patella was loose and it was switched out. Also, the 3-4 11mm legion cr insert was switched out for a 15mm 3-4 dished insert. Even though, the patient was stable on tables, current health status of the patient is unknown.

Manufacturer narrative:
Section h3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision was performed after an unknown length of time in-vivo due to pain and mobility problems. Reportedly, it was noticed intraoperatively that the 32mm genesis ll patella was loose and ¿was switched out¿ along with the insert revision to a dished, thicker insert (from 11mm to a 15mm). It was communicated that the requested medical documentation was not available. Due to the insert revision to a dished/thicker insert, there is suspicion that joint laxity was a possible contributing factor; however, based on the limited information provided, definitive contributing clinical factors to the reported event could not be concluded. The impact to the patient beyond the reported pain, mobility issues, patella loosening with patella and insert revision to a dished insert with upsized thickness (11mm to 15mm) could not be determined. The current patient status remains unknown although ¿stable on tables¿. No further medical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history reviews, instructions for use, risk management files and prior actions review could not be performed. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, inadequate integration between the cement and bone/implant, osteolysis, traumatic injury, joint tightness, patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on an unknown date, patient was experiencing pain and mobility problems. A revision surgery was performed on (B)(6) 2023 to address this adverse event. During surgery it was noticed that the 32mm genesis ll patella was loose and it was switched out. Even though, the patient was stable on tables, current health status of the patient is unknown.